Event description:
Customer reported having issues with her battery. Customer reported receiving a battery out limit alarm. The customer stated her batteries was not out of the insulin pump for a greater duration than allowed. She also stated she had gone through 16 batteries in the last 24 hours. The alarm history showed the customer's battery did not last for more than one week. It was also found the customer had other issues with her insulin pump such as a bolus that was stopped. She also stated if she tightens her battery cap too tight, the screen on her insulin pump goes blank. The customer declined to troubleshoot any further. The customer was advised to replace her insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)